Event description:
It was reported that the alarm sound from cardiac patient monitors cannot be heard at the ICU. Alarm sounds work normal at the cardiac side. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.